Event description:
The tip of the shaft detached while attempting to remove stones. The stones were not usually large, sharp or jagged. The tip of the device was left to pass naturally. Patient had no complications.

Manufacturer narrative:
The complainant indicated that, the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.